Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right side pain and breast implant rupture. (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent revision reconstruction breast surgery with a 255cc mentor memorygel breast implants on both sides (right side implanted on (B)(6) 2013; and left side implanted on (B)(6) 2013) and experienced back pain from her implants. Bilateral rupture was confirmed during removal surgery on (B)(6) 2020. It was reported that patient's symptoms improved after explantation. This report is for the patient¿s right-sided device.

Manufacturer narrative:
On (B)(6) 2020, photo evaluation was completed. Upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device could not be analyzed according to the procedures. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 26, 2020, mentor became aware that patient also experienced generalized illness symptoms including brain fog, joint pain, weakness, fatigue, chronic inflammation, neck and back pain, and also left side capsular contracture; baker grade IV. Patient codes "no code available" has been added to field h6. H6 patient code 3191: generalized illness. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).